Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ smartsite¿ extension set was clogged. The following information was provided by the initial reporter: "we have figured out how to manipulate these to where we can flush them after twisting them several times. This is still a problem that will need to be taken care of but not sure if we should be pulling all of the lot numbers now because of supply issues."

Event description:
It was reported that bd alaris¿ smartsite¿ extension set was clogged. The following information was provided by the initial reporter: "we have figured out how to manipulate these to where we can flush them after twisting them several times. This is still a problem that will need to be taken care of but not sure if we should be pulling all of the lot numbers now because of supply issues."

Manufacturer narrative:
H.6. Investigation: no photo or product was returned by the customer. The customer complaint that they are experiencing other lot numbers with the same flushing issues could not be verified because no sample was returned. A definitive root cause for the customer's experience could not be determined as no sample was returned of the returned needle-free connector (smartsite). Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. A device history record review for model 20159e lot number 21119807 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119807 regarding item #20159e.